Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a severe hemorrhage and hematoma at the access site were noted. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site for the delivery catheter system and where the injury was noted. The minimum diameter was 6.5 mm x 7.5 mm. The bleeding first occurred when the non-medtronic sheath was removed and a snare was used. A blood transfusion was administered as treatment. It was noted that the patient was a dialysis patient with a tortuous descending aorta.

Manufacturer narrative:
Corrected data: d1. D4. Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a severe hemorrhage and hematoma at the access site were noted. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site for the delivery catheter system (dcs) and where the injury was noted. The minimum diameter was 6.5 mm x 7.5 mm. The bleeding first occurred when the non-medtronic sheath was removed and a snare was used. A blood transfusion was administered as treatment. It was noted that the patient was a dialysis patient with a tortuous descending aorta. Additional information was received that 2 months and 21 days following implant, a transesophageal echocardiogram (tee) was performed that revealed an esophageal perforation, pneumothorax, and empyema. Subsequently, surgical drainage was performed. The drainage was successful, however, the patient died. The cause of death was acute respiratory distress syndrome due to an infection. Per the physician, the death was not related to the device, but the death was related to the procedure. Additional information was received to report a snare was used during the procedure via the right transfemoral approach with an 18fr non-medtronic (dryseal) sheath. There was flexion in the abdominal aorta and the descending aorta; a long sheath was used but the dcs got stuck in the aortic arch. Using a snare, the long sheath was brought over the aortic arch to the ascending line and placed. No recaptures were performed prior to fully releasing the valve.

Manufacturer narrative:
Updated data: d. Suspect medical device. B5. A fourth paragraph was added. H4. Device mfg date h6. Eval code method. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a severe hemorrhage and hematoma at the access site were noted. No additional adverse patient effects were reported.

Event description:
Additional information was received that 2 months and 21 days following implant, a transesophageal echocardiogram (tee) was performed that revealed an esophageal perforation, pneumothorax, and empyema. Subsequently, surgical drainage was performed. The drainage was successful, however, the patient died. The cause of death was acute respiratory distress syndrome due to an infection. Per the physician, the death was not related to the device, but the death was related to the procedure.

Manufacturer narrative:
Updated data: b2. B5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [vlv evolutfx-29], product ID [evolutfx-29], serial/lot (B)(6), use by date [2026-06-10], UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.